Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the patient received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical files from the reported event date were provided. The device interprets the presented ECG trace and provides a determination. Aed3 devices are not designed to assess the overall patient condition. The operators guide states that AED 3 devices should not be used when the patient is consciousness, breathing, has a detectable pulse or signs of circulation. The device functioned as its designed. Analysis of reports of this type has not identified an increase in trend.